Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. There was no allegation of failure from the customer, however, defects were found during service evaluation impairing device function. It was found that the motor was too loud and it's insulation resistance was out of tolerance. Also there was a short circuit in the motor. The motor cable and keypad pcb were found to be corroded. The motor, motor cable, and the handcontrol set were replaced. The device was cleaned, repaired and tested for functionality. Fluid ingress into the system is the root cause for the corrosion of the motor cable. This might have further led to the damage to the insulation resistance of the motor and the short circuit in the motor. The fluid ingress has further caused the corrosion of the keypad pcb as well. The damage to the insulation resistance and the subsequent short circuit in the motor would have caused it to run loud. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 02/29/2016 and passed all functional testing before being returned to the customer. At this point, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that the micro tornado handpiece with hand controls had a defective motor. During in-house engineering evaluation, it was determined that there was a short circuit in the motor. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. There were no reports of any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown but was noted to have occured in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.